Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1032 - sh device, patient site ID: (B)(6) - 378 (r1007204901, r1007196101, r1007303501). It was reported that on (B)(6) 2026, a 33 mm epic plus mitral valve was chosen for implant. Post-procedure on (B)(6) 2026, the patient presented with hemodynamic instability. An echocardiogram confirmed pericardial tamponade and a decision was made to perform emergent re-thoracotomy with hematoma evacuation and hemostasis. Patient experienced bronchopneumonia on (B)(6) 2026 and was treated with medication. It was noted patient had delayed awakening after re-thoracotomy. On (B)(6) 2026, skull computer tomography noted no acute ischemia, space-occupying lesion, or intracranial bleeding. Patient was alert and responsive on (B)(6) 2026.